Manufacturer narrative:
(B)(4). Med watch # 3700910000-2016-8020. No sample will be returned for evaluation.

Event description:
Information was received via medwatch report. It was reported the procedure was being performed on a (B)(6) male patient weighing (B)(6) and was morbidly obese. The physician was placing the guide wire in the left femoral artery for line placement. The wire would not advance. When the physician pulled it out, the guide wire became lodged and he had to pull hard enough on the line that the wire split/unraveled. Follow up information states the physician was placing the guide wire when it would not advance. The physician noted the damage upon removal of the wire. Everything was removed from the patient intact. They were not able to leave the catheter in place and had to place a new one. The patient was in stable condition. No apparent injury.